Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had power/battery life issues after the pump had been exposed to water in a swimming pool. The reporter also stated the audio bolus button was missing. There was no damage to the battery compartment or battery cap, and there had been no misuse of the product. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump did not power on during testing, and could not be downloaded . The audio bolus button is missing and the pump fails leak test with audio bolus button leak. Removed pump cover; moisture was present in pump. Unable to test keypad functions due to internal moisture damage. Removed keypad; no contamination was found under the key contacts